Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device with a highest recorded blood glucose (bg) of 400 mg/dl. The event occurred after the user delayed announcing a breakfast meal until late in the meal, when bg had already risen. The ilet delivered corrective insulin, and bg returned to range later in the day. The device provided a high bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.